Event description:
It was reported during remote follow up that the patient had an arrythmia event where defibrillation therapy was aborted. Upon review, it was found that the right ventricular lead exhibited an ocd alert and low defibrillation impedance. Programming changes were successfully completed. The patient was stable.